Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the sylet was discovered to be damaged with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, at 18:20, before puncturing, it's noticed that stylet damaged.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 8177715. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be determined. There are quality controls currently in place to detect this type of defect during the production process.

Event description:
It was reported that prior to use the sylet was discovered to be damaged with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, at 18:20, before puncturing, it's noticed that stylet damaged.